Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was a cardiomems sensor implant in the left pulmonary artery, and the steelcore guide wire was used in the procedure. There was resistance during advancement of the devices felt inside the introducer sheath. The steelcore guide wire was getting stuck on the cardiomems sensor delivery system. All equipment was removed as a single unit. The sensor was removed and was found to be damaged. A new sensor was deployed without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) records were reviewed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling system for the reported lot was performed and revealed no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and removing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.